Event description:
A caller reported encountering cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the caller followed successfully, leading to the resolution of the error and allowing the sensor session to begin without further issues.